Manufacturer narrative:
(B)(4): the complaint device was returned for analysis. A visual inspection revealed kinks located approximately 6cm through 11cm measured from the distal tip. The outside diameter of the device at the area of the kinks is within specification. Scraped coating was found approximately 17cm measured from the distal tip. Missing coating was found approximately 39.5cm through 41.5cm measured from the proximal end of the wire. Jump and offset coils were found at approximately 30cm through 33.3cm from the distal end of the wire, 62cm through 72.5cm from the proximal end of the wire, and 81.1cm through 89.3cm from the proximal end of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a diagnostic procedure, difficulty tracking over a guide wire occurred. Vascular access was gained through the femoral artery. The physician was advancing another manufacturers' diagnostic catheter over this amplatz super stiff guide wire on the non-calcified and non-tortuous contralateral side near the femoral and iliac artery when resistance was met. The catheter would not advance past a certain point on the guide wire. The two devices were removed from the patient together. The procedure was completed with a new amplatz guide wire and the same diagnostic catheter. There were no reported patient complications. The patient status is listed as "ok". However, returned device analysis revealed jump coils and missing coating.